Manufacturer narrative:
(B)(4): the veriflex stent delivery system was returned for product analysis. There was contrast visible in the distal shaft which is consistent with the device being prepped for use but not having entered the body. The stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The first row of the proximal edge of the stent was flared with one strut bent back distally. The distal end of the stent was also flared. The balloon on the outer edges of the stent appeared to have had positive pressure which may have caused the stent to flare. Tip damage was also found. Microscopic inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure there were difficulties crossing the lesion. The 100% stenosed lesion was located in the right coronary artery. The veriflex (mr) us 28mmx3.00 was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed stent damage.